Event description:
It was reported that during a laparoscopic cholecystectomy, a teardrop-shaped clip was formed in the 1st device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. Furthermore, a sample bag was received with 7 unformed clips and 2 malformed clips. However, it could not be determined what may have caused the malformed clips received. The batch record was reviewed and no anomalies were noted during the manufacturing process.